Event description:
Mother of customer reported finding the customer on the floor, took compact plus blood glucose results of 30 mg/dl and 253 mg/dl within 10 minutes. Treated customer with juice and bread. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.